Event description:
It was reported that when using the bd pyxis¿ es server patients/orders were not dropping and were delayed; random orders were missing. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not dropping as expected and were delayed, with some orders missing intermittently. A technical support specialist (tss) reported that contact was made with the customer, and permission was obtained for remote access. The tss reviewed synchronization status and identified missing order records, then analyzed related cases and system behavior, noting similar issues. The tss examined the inbound processing service, identified an error, and applied the knowledge article titled med es server messages not processing concurrent error and hotfix was deployed successfully. The tss confirmed with the customer that the issue persisted for a related site, verified the site details, and followed up, after which the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.